Event description:
The burr hole door ring was fixed to the countersunk burr hole without using the centering tool because the incision was too small. The burr hole ring was stable and not rocking or warped on the counter sunk shelf. The first clip was tested at this point, would not close and lock properly, i.e. The door would open with minimal force and not pressing on the ¿button¿. They ensured that the clip was properly inserted into the burr base ring. They tried changing the orientation of the jaws and this did not solve the problem. The provider then used an acorn bit to drill out some bone and opened the burr hole a bit more under the ring. The clip still would not lock. Upon inspection the plastic arm that pops up to lock appeared to be loose so it was recommended to try a back up clip. The second clip worked with no issue.

Manufacturer narrative:
Concomitant medical products: product ID b32000 lot# 082m17221 serial# implanted: explanted: product type accessory. The main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: (B)(4), ubd: 21-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID b32000, lot# 082m17221 product type accessory h3: analysis of the burr hole device (082m17221) found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.